Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery, or battery out limit alarms noted. The device was monitored for 24 hours and no pump heating up noted. All the buttons functioned properly and no missing segments and or partial display or display anomaly noted. The device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was heating up and there was only a partial display on the screen. The customer did not know her blood glucose level. She stated some of the segments on the black screen were missing. The customer was advised to revert to a back-up plan. She further stated the insulin pump started to smell like insulin and when she pressed the buttons, it became darker on the screen and the back became hot. The customer also received a failed battery test and battery out limit alarms on the insulin pump. No corrosion or damage was found to the battery cap, compartment, or spring. After cleaning the battery cap contacts and inserting a new battery, the customer did not receive another failed battery test alarm. The battery out limit alarm was found to be normal insulin pump behavior, as it occurred following a battery being out longer than allowed. Nothing further was reported.